Event description:
Surgical intervention to revise an original surgery performed on (B)(6) 2012. The patient received spinefrontier's elift implant between l4-l5 during the original surgery. CT scans performed closer to (B)(6) 2012 showed that the elift implant was now in the l4-l5 foramen. The (B)(6) 2012 revision surgery was performed to remove the elift implant and replace with another type of interbody that would more properly fit into the disc space. This is referred to as revision. Surgical staff referred to the surgeon using excessive bone graft in the implant cavity that may have caused the implant to displace from its optimal position.

Manufacturer narrative:
Based on the information provided to spinefrontier by the surgical staff, the surgeon used excessive bone graft material in the implant cavity during the original surgery. There was no indication that the device malfunctioned, and upon inspection of the returned implant, there was no obvious defect of non-conformity. The surgical technique ((B)(4)) for e-lift states in step 12 (p. 16) "be sure not to place too much bone grafting material into the disc space. Sufficient space for the implant is required." Since the surgeon used excessive bone graft material, it may not have left adequate room for the implant in the disc space, and caused it to show in the l4-l5 foramen, requiring the revision.